Manufacturer narrative:
Method: at this time it is unclear if the device will be returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: currently it is unk if the device will be returned for an evaluation and investigation, no methods were performed; therefore, results cannot be obtained. Conclusions: the sample is not available at this time and unk if it will be returned. Additional attempts have been made to gather info from the physician regarding the reported incident. It was reported on (B)(6) 2014 that a questionnaire was sent out to the physician for additional info. (B)(6) 2014, it was reported that an e-mail was sent to the physician, and on (B)(6) 2014, it was reported a phone call was made to the physician. At this time all attempts have been unsuccessful. If additional info pertinent to this event becomes available, I-flow will submit a follow-up report. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: total shoulder replacement. Cathplace: unk. Date of surgery: (B)(6) 2014. An incident was reported by the sales representative that a pt was unable to move his arm after a total shoulder replacement surgery on (B)(6) 2014. The pt was still reported as unable to move his affected arm. An ultrasound was performed on the pt to diagnose the issue. An interscalene block was performed and it is unk what type of catheter was used. The pump model reported to be used was a cb004. The pump and catheter were removed 3 days after surgery. It is unk if the sample is available for return. The sales rep will be following up with the physician to obtain additional info. Anp: asked not provided.